Manufacturer narrative:
Onsite investigation was unable to reproduce the issue. Medtronic representative reported that when switching out the navigated instruments, surgeon forgot to register them, the reported amount of inaccuracy was unable to be determined. System functioning as designed and use error is suspected to have caused this event. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), they experienced sudden inaccuracy. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: brand name, UDI and catalog number provided. Device manufacture date provided. The instructions for use (IFU) which accompanies the device contains guidance regarding proper instrument verification.